Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: acoustic lens was damaged. (Damage level; does not reach to the glue-layer). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transducer was damaged due to damaged acoustic lens (damage level; does not reach to the glue-layer). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damage transducer. The issue occurred during reprocessing. There was no patient involvement.